Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Please also see updates to d4, d9, h4, and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber cementing defect. - abnormal image. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Customer provided the hygiene microbiological investigation (hmi) results and noted as follow: sampling date report :(B)(6) 2023 -the results reported the device (all channels) were tested and tested positive with dermacoccus nishinomiyaensis <1 cfu. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope (microorganism revivable) . The results <1 obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. The investigation is ongoing. This report will be supplemented accordingly following the investigation.